Manufacturer narrative:
The product implicated is a chronic dual lumen dialysis ("permacath") catheter. The product returned for evaluation is a 13.5fr d/l dialysis catheter. The sample measures 15.3" long. The staggered distal portion of the catheter body is missing, leaving an irregular distal end. The tissue ingrowth cuff is lightly stained with blood residue. Several black mono-filament sutures are tied around the body of the catheter 0.8" proximal to the cuff. A split is found in the proximal lumen running perpendicular to the longitudinal axis of the tubing. The split is located 1.9" proximal to the cuff, or 0.9" distal to the distal terminus of the bifurcation. A large amount of clotted blood is protruding from the split. Blood residue is also seen in the irregular distal end and fills the entire lumen. The red extension leg is severely pinched under its occlusion clamp and remains kinked when the clamp is open. The blue distal lumen appears to be clear. A lot history review is not possible as the product code and lot number have not been provided by the user. The complaint file documents the dialysis pt was awakened from sleep with blood spurting from the catheter, after which the pt lost consciousness. The pt was then hospitzlized. The initial info received from the user facility indicated that subsequent catheter removal revealed a 4cm straight opening near the bifurcation. Later info reveived in a copy of the ambulance report indicates that the pt noted a 1/8" cut to the catheter line. This is more consistent with the damage seen on the sample received for evaluation. The catheter is tactually examined. Hardened blood residue is felt throughout the proximal lumen. Obvious elastic weakness is felt at the split in the proximal lumen and at the pinch site on the extension leg. A 12cc syringe filled with water is used to flush the lumens. The blue distal lumen flushes readily with the distal end of the catheter occluded with a blunt connector, the distal lumen is pressurized and no leaks are seen. The red proximal lumen cannot be flushed when initially tested. Blockage in the pinched extension leg impedes flow. The blockage is eventually cleared by manipulating the punch site with the fingers while carefully sustaining pressure. The proximal extension leg tubing relaxes after the clots are removed and the degree of kinking is now less severe. A large amount of blood residue is flushed through the split opening. The majority of the blockage distal to the split is cleared after several flushes with light pressure over the split area. No other leaks were seen during pressurization and flushing. The sample is viewed under 5x-20x magnification. The perpendicular split line is relatively straight. It runs nearly the entire outer diameter circumference of the proximal lumen (or, approx half of the overall circumference of the body of the catheter). The surfaces of the split opening are seen in the leg wall that separates the two lumens, oposite the exterior split opening. It appears that the catheter has been damaged through sharp instrumentation. Although the truncated distal end of the catheter appears irregular, under magnification the surface texture is glossy with uniform striations. Lending to the irregular appearance is a perpendicular slice that cuts most of the way through the end of the tubing. The distal surface of the slice has a tapered edge. It appears that the end has been severed by sharp instrumentation, possibly under traction. Since no mention is made of this damage in the file info, it is assumed that the user did this to the catheter after explantation to render the contaminated sample unusable; a common practice before returning contaminated product. The complaint of external catheter leakage secondary to a cut in the tubing is confirmed, and should be considered user-related. The physical evidence shows the catheter sustained damage through sharp instrumentation in the external portion of the proximal lumen, as well as partially through the inner web wall. Since this obvious damage was not found prior to the incident, an undetected mfg defect manifested as sharp dissection is improbable. The product instructons for use cautions the user to avoid contact with shapr instruments.